Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The root cause could not be determined via data.